Event description:
Shaft bent during use (unknown what point during case) and physician was unable to continue using the device. A competitor's device was used to complete case. The representative will be notified by or staff to come get device.